Event description:
According to the reporter, the device "got wet" and sometimes won't operate on battery power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through-functional and performance testing. The reported problem could not be reproduced. The device was returned to the customer for use.